Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('office visit for onc- she discovered during hysteroscopy that it was embedded.') And device breakage ('office visit to discuss removal of piece that broke off') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pain"), migraine ("migraines / headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, migraine, tooth disorder and weight increased outcome was unknown. The reporter considered device breakage, dysmenorrhoea, embedded device, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: did you undergo an essure confirmation test: yes, test & result not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('office visit for onc- she discovered during hysteroscopy that it was embedded.') And device breakage ('office visit to discuss removal of piece that broke off') in an adult female patient who had essure (batch no. B 82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), migraine ("migraines / headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery). Essure treatment was not changed. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, migraine, tooth disorder and weight increased outcome was unknown. The reporter considered device breakage, dysmenorrhoea, embedded device, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: did you undergo an essure confirmation test: yes, test & result not specified. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: lawyer was added. Lot no. Was added. Previously added injury nos was replaced by abnormal bleeding (vaginal) & new events - abnormal bleeding (menorrhagia), weight gain migraines /headaches, dental problems, dysmenorrhea, pelvic pain, device embedded, device breakage were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.